Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user needed to re-enter parameters into the diagnostic mobile programmer application. The user reports that the device details and patient details were all entered into the application, the tablet supporting the application then went to sleep. The device implant then took place and the previously entered details were no longer present. The implanted device was then interrogated using the diagnostic mobile programmer application and the user had to enter the parameters again. It was determined that the detections were all off, the user programmed the detections per the call takers instructions and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.